Event description:
Patient revised due to fractured screws.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the info provided, as the part and lot numbers required to review the device history records and complaint database were not provided. Although the complaint was non-verifiable, provided info states the products were not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd the investigation will be reopened. Depuy considers the investigation closed.